Manufacturer narrative:
Investigation of this report reveals that it is a concomitant product.

Event description:
It was reported that; patient is complaining of lower back pain, postop day 1, cage is expanded, follow up x-rays shows collapse. L4 blocker on the right side of the patient was loose.

Event description:
It was reported that; patient is complaining of lower back pain, postop day 1, cage is expanded, follow up x-rays shows collapse. L4 blocker on the right side of the patient was loose.